Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after following the guidance, the caller no longer experienced the error and successfully restarted their sensor session.